Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the infusion set for 2-3 days. Tandem clinical support informed customer that wearing the infusion set for 2-3 days is off label per the user guide. Customer¿s blood glucose level was 237-over 250's mg/dl.